Manufacturer narrative:
There were two (2) malfunction events reported associated with the stripping of the abutment. The evaluation of the two (2) events are outlined as follows. For item 3.5mm multi-unit abutment, straight 2mm collar - product was returned with a conclusion of functioning as designed. The evaluation findings revealed debris around the entire body of the returned abutment. Minor damaged to the abutment hex was observed. The debris observed would have been introduced outside of the manufacturers scope. Despite the observed debris, the unit passed an interface verification test. This could conclude that the part was manufactured to specifications. A review of the device history record note no nonconformances were discovered during the manufacturing process. For item odsecure abutment internal kit 3.5 platform, 2mm cuff - product was returned with a conclusion that the stripped abutment was attributed to the improper technique or improper use of the product. The evaluation revealed debris was located within the internal hex. In an attempt to remove the abutment, improper technique was used which caused the stripping. The evaluation revealed modifications were made to the unit outside the scope of the manufacturer. Damaged occured to the returned unit by an improper removal attempt outside of the manufacturing process. The internal abutment hex was full of biological/surgical debris .

Event description:
This report summarizes 2 malfunction events. A review of the events involved abutments stripping. These reports were received from various sources. No patient consequences were noted for the 2 events. No information regarding the patient demographics were provided.